Event description:
Over the last six mos facility has been having a number of problems with vygon neonatal catheters, which are used for central line insertions. Facility's problems initially occurred with an older type of catheter, "epicutaneo-cava-katheter"; number 2184.00: a two french silastic catheter with a 19-gauge butterfly introducer. The catheter is then placed on a blunt needle hub connector. Facility experienced cracking of the hub, which attaches to intravenous tubing, on a number of occasions. Some of this is due to "user abuse", using a clamp to disconnect intravenous tubing at the connector (due to a very tight fit), but is is also due to possible changes in the material after lipid infusions making the hub perhaps more brittle. "Epicutaneo-cava-katheter"; number 2184.01: a two french silastic catheter with a 19-gauge butterfly introducer. This was a new model to answer the problems of the cracking hub (of the 2184.00 model) utilizing a different material for the hub. However, there were problems where the line and the hub would have to be screwed together after the catheter was inserted. There was leaking at this area, perhaps due to some inadequate gluing of the materials. This product has since been cancelled by the MFR. "Neutriline"; number 1262.30: a two french polyurethane catheter inserted with a 20-gauge splitting needle. Facility has experienced leaking at the wing hub where the smaller intravascular catheter slides over larger tubing near and into the hub. It appears that the glue seal where the one catheter fits inside the larger tubing is not always watertight. "Premicath"; number 1261.20: a 1.1 french polyurethane catheter utilizing a 23-gauge splitting needle. This is one of the smallest catheter available and could be useful for the very small premature infants not surviving and being treated in neonatal units. However, due to the small diameter size of the catheter, there is quite a bit of resistance to the infusion. Facility's particular neonatal intravenous infusion pumps are set for a high pressure occlusion alarm and stop infusing at 10 psi, a pressure not adequate for the infusion into this cathter at flow greater than 4cc/hr. The co literature states an infusion pressure of 750 mm hg is needed; however, there is an error in the conversion from millimeters of mercury to psi and it should read 1 psi=50 mm hg, not 1 psi=5 mm hg. This conversion error could cause too high of pressures to be put on to the catheter (150 psi) when a real occlusion such as clotting has occurred. This could result in bursting of the line most likely at the hub, but potentially in an intravascular part of the catheter proximal to the obstruction. Facility has not experienced any rupture problems. However, as facility's pumps do not deliver a high enough pressure at "higher" flow rates (approx four cc an hr or greater), facility is not really stressing the sys.